Manufacturer narrative:
10/7/2015 follow up: customer's mother reported that the customer is "fine" and the reported issue is resolved. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was elevated (275 mg/dl). Manual insulin injections were administered to treat elevated bg level. Contact was unable to perform system check with tandem technical support as the event occurred several days prior.